Event description:
I underwent surgery in 1996 for an abdominal incisional hernia. Marlex mesh was used in this surgery. In 2001, I again underwent hernia repair surgery -same area- at a different hospital with a different surgeon. Prolene mesh was used in this repair. Within a week after surgery, an area at the top of the incisional area had abscessed and was cultured. Antibiotics were started and the area slowly healed. In 2005, another abscess came up -lower on the incisional area- which was cultured and was the same as the infection in 2001. This area has remained open and draining since 2005. I have seen 4 drs who all agree the mesh must be removed but disagree on the method, ie. Whether to leave the area open to heal or stitch it up with drains in place-. I recently became aware of the recall of counterfeit ethicon prolene mesh in 2003. Was this mesh in circulation in 2001? The abscess now cultures staph, diphtheroids and bacillus species not anthracis. I have been referred to an infectious disease specialist.